Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2018, menorrhagia, uterine dilation and curettage, multiparous, cervical intraepithelial neoplasia, vaginitis and painful intercourse. Previously administered products included for an unreported indication: albuterol sulfate, benzonatate, acetaminophen, codeine phosphate, breo ellipta, albuterol sulfate, amoxicillin, benzonatate, blisovi and acyclovir. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych. Injury"). The patient was treated with surgery (thermachoice global endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, vaginal discharge, vaginal infection, urinary tract infection, cystitis, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout radiograph of the pelvis shows radiopaque micro-inserts seen bilaterally. The endometrium opacified normally without focal contrast abnormality or filling defect. The fallopian tubes do not opacify with contrast material. Very small amount of interstitial segment of the left fallopian tube opacification is seen. There is no evidence of contrast spillage into the peritoneal cavity. Impression: no evidence of fallopian tube contrast opacification. Hysteroscopy - on (B)(6) 2010: essure implants were introduced without difficulty with satisfactory placement; on (B)(6) 2011: pre and post-operative diagnosis: menorrhagia, submucous myoma. Procedure: dilation and curettage, hysteroscopy and hysteroscopic submucous fibroid resection and thermachoice global endometrial ablation. Findings: vulva and perineum clean. Cervix firm, uterus anteflexed, normal size. No adnexal masses. Hysteroscopy disclosed a 3-cm grade 0 submucous myoma. This was resected utilizing a wolf resectoscope with normal saline as the distending media. Following this procedure, curettings were obtained and sent to pathology as well and then a global endometrial ablation utilizing thermachoice device was performed. No intraoperative or postoperative complications, patient went to recovery in satisfactory condition. Uterine dilation and curettage - on (B)(6) 2010: pre and post-operative diagnosis: menorrhagia rule out subinvolution of the uterus. Procedure: dilation and curettage. Operative procedure and findings: vulva and perineum, clean, bloodstained, os open. Cervix os parous in appearance. No leak noted. Uterus normal size. No adnexal masses. Curettage retrieved minimal tissue, but was sent to pathology for identification. No retained placental tissue was visible. At the completion of the case, lap, sponge, and instrument counts were correct. The patient went to recovery in satisfactory condition. Hemoglobin 11.3, white blood cell count 7.2, 0 negative. Lot number: 678814, manufacturing date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2018, menorrhagia, uterine dilation and curettage, multiparous, cervical intraepithelial neoplasia, vaginitis and painful intercourse. Previously administered products included for an unreported indication: albuterol sulfate, benzonatate, acetaminophen, codeine phosphate, breo ellipta, albuterol sulfate, amoxicillin, benzonatate, blisovi and acyclovir. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych. Injury"). The patient was treated with surgery (thermachoice global endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, vaginal discharge, vaginal infection, urinary tract infection, cystitis, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout radiograph of the pelvis shows radiopaque micro-inserts seen bilaterally. The endometrium opacified normally without focal contrast abnormality or filling defect. The fallopian tubes do not opacify with contrast material. Very small amount of interstitial segment of the left fallopian tube opacification is seen. There is no evidence of contrast spillage into the peritoneal cavity. Impression: no evidence of fallopian tube contrast opacification. Hysteroscopy - on (B)(6) 2010: essure implants were introduced without difficulty with satisfactory placement; on (B)(6) 2011: pre and post-operative diagnosis: menorrhagia, submucous myoma. Procedure: dilation and curettage, hysteroscopy and hysteroscopic submucous fibroid resection and thermachoice global endometrial ablation. Findings: vulva and perineum clean. Cervix firm, uterus anteflexed, normal size. No adnexal masses. Hysteroscopy disclosed a 3-cm grade 0 submucous myoma. This was resected utilizing a wolf resectoscope with normal saline as the distending media. Following this procedure, curettings were obtained and sent to pathology as well and then a global endometrial ablation utilizing thermachoice device was performed. No intraoperative or postoperative complications, patient went to recovery in satisfactory condition. Uterine dilation and curettage - on (B)(6) 2010: pre and post-operative diagnosis: menorrhagia rule out subinvolution of the uterus. Procedure: dilation and curettage. Operative procedure and findings: vulva and perineum, clean, bloodstained, os open. Cervix os parous in appearance. No leak noted. Uterus normal size. No adnexal masses. Curettage retrieved minimal tissue, but was sent to pathology for identification. No retained placental tissue was visible. At the completion of the case, lap, sponge, and instrument counts were correct. The patient went to recovery in satisfactory condition. Hemoglobin 11.3, white blood cell count 7.2, 0 negative. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received: " previously reported event abnormal bleeding made medically significant and intervention required due to endometrial ablation surgery." (Case upgraded to serious incident). Reporter, medical history, historical drug and lab test added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.